Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. Angina, myocardial infarction (mi), and thrombosis are listed in the xience prime instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, the reported difficulty to deploy (wall apposition) appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure on (B)(6) 2013 was to treat a moderately calcified, 85% stenosed lesion in the mid left anterior descending artery (lad). During pre-dilatation with a 3.0 x 15mm non-abbott balloon at 12 atmospheres (atm), the lesion dissected. The 3.0 x 23 mm xience prime stent and a 2.75 x 12 mm non-abbott stent were deployed immediately in the mid to distal lad and post-dilated to 18 atm with the 3.0 x 15 mm non-abbott balloon to complete the procedure. On (B)(6) 2013, the patient felt chest pain and went to the emergency room. The patient was diagnosed with an anterior septal wall myocardial infarct (asmi). Thrombus was found in the proximal edge of the xience prime stent. The thrombus was suctioned out and dilatation was performed with a 3.0 x 15mm non-abbott balloon. The patient remained hospitalized for observation. On (B)(6) 2013, the intravascular ultrasound (ivus) was used to confirm the stent deployment, at which time the xience prime stent was observed to mal-apposed due to the calcified lesion. A 3.0 x 15 mm nc trek was used for additional post-dilatation and to assure good wall apposition. No additional information was provided.